Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd safetyglide¿ syringe with needle malfunctioned as ¿the rubber stopper appeared cracked upon inspection before use.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: one 3ml luer lok syringe in opened blisterpack for safetyglide combo pack was received by bd canaan for investigation (lot number #6334588, catalog # 305924). Based on visual examination of the returned sample, stopper was not seated properly over plunger rod. Further investigation was conducted and plunger rod tip appeared deformed/ damaged which resulted in what it appeared to be angled stopper. This is a confined condition as per product specification. Syringe was tested for leakage and no leakage was observed during drawing and expelling. DHR review for batch 6334588 (p/n 305924): manufacturing dates: 11/18/2016 to 12/05/2016. Batch quantity was 216,000. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6334588 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The plunger rod was likely caught in one of the transfer conveyors prior to the assembly process. This resulted in the damage observed and in turn in the stopper unable to be properly seated on the plunger rod. No CAPA is required. Product defect confirmed based on sample evaluation performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.